Manufacturer narrative:
The root cause is attributed to mis-labeling of product returned to distribution. A CAPA was initiated for investigation and corrective actions. This report is number 1 of 6 mdrs filed for the same event (reference 3005739886-2018-00045 / 00050).

Event description:
Sales representative indicated that during attempted assembly in the distributors office of six modular polyaxial tulip assemblies from lot 13049ps, it was identified that the mating rod component would not function in the tulip. There was no patient involvement as this was identified in the office prior to loading into the trays and taken into surgery.